Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (service code 204) was confirmed. Upon investigation the monitor intermittently failed incoming functionality testing. The cause for the failure was isolated to an intermittent y402 crystal oscillator on the computer/analog board. The root cause for the intermittent y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that a patient was receiving a service code 204.